Event description:
It was reported that during the lens implantation, the doctor had difficulty inserting the lens into to bag and once placed the lens was slow to unfold. Post lens implantation, the doctor noticed a crack near the haptic/optic junction of the lens. The surgeon is planning to explant the lens and replace the lens with another envista lens of new power. No information has been received regarding the type of inserter used during surgery. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.